Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose went up over 600 mg/dl while her insulin pump had a power issue and there was a keypad issue. Reportedly, the patient had symptoms of vomiting on (B)(6) 2012. According to the reporter, the buttons on the keypad were torn and not working. In addition, the pump did not have power on the day of concern. The patient went to a pool party and swimming was with the subject pump. At 6:30 pm, the patient's blood glucose was elevated with the alleged symptoms. The product has been requested back to animas for investigation. This complaint is being reported because the patient had symptoms and required medical intervention for hyperglycemia after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
(B)(4): the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was not able to be investigated for the complaint of a power issue due to keypad damage. The pump was not able to be evaluated for the measure of the audible alarm reading due to an unresponsive keypad. The pump passed a leak test. The pump cover was removed for investigation and no moisture ingress was noted inside the pump.